Event description:
This is the first of three reports regarding the osv ii connector with antechamber (B)(4) [same product catalog number, same reported incident, same user facility, different pts involved]. This report is in regards to the first child reported. It was reported that there was "an obstruction in the valve and they did re-operation for many pts to replace our shunt by codman shunt". No info was provided regarding the number of pts affected, date of events, a clinical pt - info. Add'l info had been requested and on (B)(4) 2011, the following add'l info had been provided: there were 3 pts that had to be re-operated, 2 children and 1 adult. All three pts were male. For each pt, the underlying medical condition was communicating hydrocephalus. The obstruction was discovered after one week. The product involved was the osvii connector with antechamber (B)(4). The products will not be returned for eval.

Manufacturer narrative:
The device involved in the reported incident is not expected to be rec'd for eval. An investigation has been initiated based upon the reported info.